Event description:
It was reported to philips that the flexviewing pc failed to boot, causing the system to be down on an azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexviewing pc 4fg w7 + w10 and restored the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).